Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas and reported that call service alarm cs 088 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: a review of the black box showed a call service 088 alarm. The ok keypad button was unresponsive. Further testing could not be performed due to the unresponsive keypad button. The pump was opened to find moisture damage on the printed circuit board. The unresponsive keypad button was due to moisture damage.